Manufacturer narrative:
Ge healthcareâ s investigation has been completed and the cause of the wall bucky steel cables breaking was determined to be due to fatigue fracture after approximately 9 years of use. The planned maintenance (pm) defines the cables are to be replaced every 5 years and since these cables were installed for 9 years, they were overdue for replacement. To correct the issue, the field engineer replaced the cables.

Manufacturer narrative:
Ge healthcare has initiated a field action to address this issue. This field action was reported to the FDA per 29 cfr part 820 under correction and removal number 3008284470-11/01/24-002-c on 01-nov-2024.

Manufacturer narrative:
Ge healthcare investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area, beijing, 100176, china.

Event description:
On 05-jul-2024, the customer at sharp grossmont hospital located in the USA reported the wallstand bucky of their proteus fixed radiological system would not move. The user attempted to manually move the bucky and that is when the counterpoise cables snapped and the bucky dropped. The bucky did not contact any person when it dropped and there was no death or injury associated with this event.